Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery terminus (ica) using a penumbra system jet7 kit. During the procedure, the physician made three passes in the target vessel using the penumbra system jet 7 reperfusion catheters (jet7). On the fourth pass, the physician advanced a stent retriever into the jet7 and when this pass was completed, resistance was met while retracting the jet7. The jet7 was then removed and the physician noticed a small hole 3 cm proximal to the distal tip. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jet7 had small bends approximately 122.0 cm and 128.0 cm from the hub. A 0.072¿ mandrel was inserted into the distal end of the jet7 about 1.0 cm and flushed with water from the hub. No leaking was observed at any point along the length of the jet7. Conclusions: evaluation of the returned jet7 revealed an undamaged device. During functional testing, a demonstration mandrel was inserted approximately 1.0 cm from the distal end of the device and flushed with water. No leaking was observed at any point along the length of the jet7. Therefore, the reported complaint was unable to be confirmed. Further evaluation revealed bends along the length of the device. Based on the return condition and the reported complaint, the bends are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. The non-penumbra stent retriever, sheath, and microcatheter were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.